Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Problem code (B)(4) captures the reportable issue of catheter broken. Investigation result: a visual examination of the returned complaint device confirmed that the catheter was broken into two pieces. It was also noticed that the catheter was stretched proximal to where the broken part was found. No other issue was noted on the device. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that the an extractor pro xl retrieval balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noted that the catheter was broken in two separate parts. Reportedly, the scope was removed from the patient and the catheter was cut in order to let out the air from the balloon. The remaining part of the device including the balloon was then pull out from the patient. The procedure was completed with another extractor pro xl retrieval balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that the an extractor pro xl retrieval balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noted that the catheter was broken in two separate parts. Reportedly, the scope was removed from the patient and the catheter was cut in order to let out the air from the balloon. The remaining part of the device including the balloon was then pull out from the patient. The procedure was completed with another extractor pro xl retrieval balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.